Event description:
It was reported that post-paced t-wave oversensing was observed. The oversensing could not be reproduced in clinic. Patient will be monitored with increased follow-ups. The patients condition is good.